Manufacturer narrative:
The investigation determined that analyzer condition codes were obtained when processing samples due to multiple vitros assay slide cartridges being mis-identified as alternate vitros assay slide cartridges on a vitros xt 7600 system. A definitive assignable cause of the event could not be determined with the information provided. User error while manually loading the vitros slide cartridges could not be entirely ruled out as a contributing factor of the event as it could not be confirmed that the vitros slide cartridges in question had not been manually loaded on the instrument. It is possible that the customer inadvertently placed the incorrect slide cart cartridge in the slide supply position(s) but this could not be confirmed. A vitros xt 7600 system related issue could not be ruled out as a contributor of the event as the issue was resolved after the instrument was rebooted, the add was reloaded and slide cartridges were unloaded and reloaded. Following these actions, no further analyzer condition codes were obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) because several vitros slide cartridges were mis-identified as another assay in the slide supply of a vitros xt7600 integrated system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The issue was identified when condition codes posted along with no results for the affected assays. Vitros sodium (na+) slide cartridge removed that was mis-identified on the vitros xt 7600 system as a vitros hdl slide cartridge. Vitros potassium (k+) slide cartridge removed that was mis-identified on the vitros xt 7600 system as a vitros trig slide cartridge. Unknown vitros slide cartridge removed that was mis-identified on the vitros xt 7600 system as a vitros bubc slide cartridge the event meets potential health and safety criteria because a vitros slide cartridge was mis-identified as a different assay and discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. The customer could not confirm if any discrepant results were reported out of the laboratory. Additionally, the customer was not aware of any inappropriate treatment administered due to this event, but this could not be confirmed. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).